Manufacturer narrative:
The impella device is still inside the patient and therefore could not be returned yet. Investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
During an impella 5.0 support, according to the surgeon an injury likely related to 0.018" guidewire occurred during difficult implant in challenging anatomy, and imaging issues/failure during implantation. IFU requires fluoroscopy for placement, with the guidewire reliably observed at all times. Small dissection in brachiocephalic. The impella was planned for removal/replacement with impella 5.5, however due to dissection, the pump will remain in longer than planned in order to monitor the injury. During explant, additional intervention is expected.

Manufacturer narrative:
The investigation into the purge leak and vascular damage has been completed. The impella 5.0 was not received from the customer and therefore, an evaluation of the device by the manufacturer was not possible. The root cause of the vascular damage was determined to be patient condition as the patient had a challenging anatomy making it difficult to place the guidewire. The root cause of the purge leak was unable to be determined as no product was returned for investigation. The leak occurred on day 78 of support which is beyond the 28 day design life per design trace matrix 0046-9717. The cause of the vascular damage issue was patient condition related. The cause of the purge leak issue was not determined since the product was not returned. Additional information: a5 ethnicity and race. B5,b6, b7: additional malfunction information and relevant history. D6a, d6b: implant date and explant dates. E1: reporting facility phone number. G1: current manufacturer contact email address. G3: date received. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support as a bridge to transplant. Additional information reported that there was a purge system open alarm and leaking at the clear side arm, proximal to the bacterial filter. The team was advised of the warning signs of possible pump failure if the motor current increased beyond the motor current of 840/760, which at the time had not changed. The heart team was consulted, and the decision was made to continue support with the impella 5.0 with plans to emergently exchange the pump under venoarterial extracorporeal membrane oxygenation if the pump began to fail or stop. The patient remained on impella 5.0 support and was successfully weaned.